Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4-mar-2026, it was reported by a sales representative via (B)(4) that an ar-8970jd joint distractor will depress but not distract. Noticed during a case, device swapped, and case completed with no patient effect.